Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed, had service errors and fails to deliver shock if use attempted. There is no reported pt involvement.